Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the needle popped off and the product was wasted. There was patient contact, but there was no injury to the patient, staff or injector. The package needle was used for the injection.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the needle popped off and the product was wasted. There was patient contact, but there was no injury to the patient, staff or injector. The package needle was used for the injection.